Event description:
The port was placed but apparently did not work. The port was removed and sent to pathology. The tip was cut off to be cultured. The catheter was cut off & examined. There were no clots in catheter. The pathologist attempted to flush the port but was unsuccessful. The catheter was removed & it was noted that the tip got infected w/staph epidermitis.